Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the (B)(6) 10 cc tray had no lubricant. Per follow-up on 08feb2021, the customer stated that the lubricant was missing from the bard insertion kit.

Event description:
It was reported that the bardia foley 10 cc tray had no lubricant. Per follow-up on 08feb2021, the customer stated that the lubricant was missing from the bard insertion kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect clearance by machine maintenance". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.